Event description:
Hcp reported "explanted due to malfunction. Pt was experiencing jolting from the battery site." The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.